Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2013, the patient presented with following pre-op diagnosis: l5 pars defect. L5-s1 severe bilateral foraminal stenosis. For which, patient underwent following procedures: l5 laminectomy. Bilateral l5-s1 foraminotomy. Onlay fusion, l4-s1. Bone marrow aspiration. Patient tolerated the procedure well without any intraoperative complications. On (B)(6) 2014: patient presented with following pre-op diagnoses: lumbar instability with leg pain in the l4 dermatomal distribution. Severe back pain from instability. For which, patient underwent following procedures: redo exploration l2-l5 transpedicular fixation and intertransverse process fusion, l2-l5. Zimmer bone marrow aspirate. Limited foraminotomy bilaterally l3-4. Per operative report: "the lateral facets and transverse process of l2 ,l3,l4,l5 were decorticated using a high speed drill/autograft bone was mixed with allograft bone mixed with internal bone marrow aspirate and used to complete the combined autograft and allograft based intertransverse process bony fusion from l2 to l5." Patient tolerated the procedure well without any intraoperative complications. Post-op, the patient alleged unspecified injury due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.